Manufacturer narrative:
(B)(4) method: the subject mr290v humidification chamber, provided as part of the rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information, photographs and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph observed that the mr290v humidification chamber had a crack in the chamber dome, which stretches along the base, confirming the reported issue. Conclusion: without the subject device, f&p healthcare's investigation was unable to determine the exact cause of the reported fault. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The user instructions provided with the rt380 adult breathing circuit include the following: "do not use the chamber if the seals are not intact of if it has been dropped." "Visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in china reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was leaking water near the chamber base. There were no reported patient consequences.